Event description:
During a procedure, the tip of the flexible shaft broke off during reaming. The medullary canal could not be drilled and the surgery plan needed to be changed. The surgeon decided to implant a plate. The broken tip is not in the pt.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture is homogeneous which indicates material conformity. No product fault could be detected. Based on the complaint description we are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload during use caused this breakage.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. Mfg documents were reviewed and no complaint related issues were found.